Event description:
It was reported by the user site that prior to a selenia dimensions mammography system patient exam on (B)(6) 2025, the c-arm of the device suddenly began to lower, and after that, an error message appeared, informing the user that the right pedal footswitch was stuck and that the movements of this pedal were not as usual. The user site reported that after the right pedal was removed, the error message did not return, and the device was working with only one pedal. It was also reported by the user site that one of the buttons on the left pedal footswitch was not fully functional. No user or patient injury was reported. A hologic field service engineer (fse) contacted the user site and confirmed that an fse replaced the right pedal footswitch and that additionally the device was released for use. No further information is currently available.